Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "insufficient eyelet area blocked eye or inner diameter of drainage eye small enough to allow for occlusion during use". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because a review of the label could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was experiencing leak as the unisex touchless plus ureteral catheter did not come with the drain opening. It was reported that the patient had been using the product more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was experiencing leak as the unisex touchless plus ureteral catheter did not come with the drain opening. It was reported that the patient had been using the product more than 90 days.